Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the patient underwent left total elbow arthroplasty. Subsequently, the patient underwent a revision procedure due to pain, discomfort and shift of polyethylene component. No additional patient consequences were reported.